Event description:
It was reported that the zimmer electric dermatome motor and instrument allegedly failed during surgery. Additional clinical follow up with the hospital indicated that the dermatome worked at pre-procedure set-up and testing, but when applied to the pt it would not work. A second power source was brought in and tried at this point, however the dermatome still did not work. An alternate dermatome was present on site, but required sterilization prior to use for this planned procedure. It was reported that a 30 min wait period was incurred for the sterilization of the alternate instrument which increased the pt's exposure to mac (monitored anesthesia care) anesthesia. There was no report of any medical or surgical intervention resulting from the increased surgical time experienced by the pt.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 9 years old. The last repair was on (B)(6) 2011, for an unk issue. The inspection found that the motor initially operated with returned power supply, s/n (B)(4), then stopped. The cause of the reported complaint was a failing handpiece motor. A review of salvaged parts showed corrosion to the outer and inner motor housings. This indicates moisture intrusion to the inner motor, which would eventually cause the electric motor to fail. The power supply, returned with the device, was determined faulty during the repair process, however did power the handpiece during pre review testing. It is possible the failing handpiece motor caused damage to the power supply. The device was serviced and returned to the customer.